Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The service engineer (se) inspected the device and verified the reported issue. The se replaced the flow sensor assembly. The device successfully passed performance specification testing. The gas delivery system (gds) was returned for failure analysis. Visual inspection of the gds did not reveal any anomalies. The gds was tested and it was verified that the o2 flow sensor drift caused the unit to fail the o2 accuracy test. The u1 and u3 components of the sensor subsystems were replaced. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that a v60 ventilator failed the oxygen (o2) flow test during the performance verification testing (pvt) sequence. Reportedly, when the device was set to 0 lpm, the value displayed 0.8 lpm. The ventilator was not in use on a patient at the time of the reported event.